Manufacturer narrative:
Additional manufacturers narrative device evaluated by manufacturer - no device evaluation possible as device remains implanted. (B)(4).. Method code: no evaluation of device possible as device remains implanted in patient. No testing of device possible as device remains implanted in patient. Result code: no results available as no testing could be performed on device which remains implanted in patient. Conclusion: conclusion not yet available - vascutek is attempting to retrieve further information on event in order to investigate further. Device not returned as remains implanted in patient. No further information regarding the event, patient consequences or device details have been received to date however vascutek are continuing to try to obtain this information and will report any findings in our next follow up report. Remains implanted.

Event description:
Vascutek received information that during a procedure performed in (B)(6), a gelweave trifurcate( not confirmed) graft was soaked in rifamoin prior to implant, during the procedure excessive sweating along two of the side branches was noted. This only stopped when protomine was administered at end of procedure. No further information regarding this event has been received to date.

Manufacturer narrative:
Conclusion - unable to confirm complaint - vascutek tried on four separate occasions to gather further information on this event on however on 3rd june communication received from the doctor indicated that there was no adverse outcome and that the patient was well but no further information would be provided. Without basic device information such as cat no , batch/lot no. Or serial number vascutek was unable to review device manufacturing and qc records. To vascutek's knowledge the device remains implanted and was not returned for investigation. A 5 year review of similar complaints was completed for gelweave trifurcate grafts which gave an occurrence rate of (B)(4). A 5 year review of similar complaints was completed for all gelweave grafts which gave an occurrence rate of (B)(4). As the investigation into this event cannot proceed without the required information detailed above or return of device vascutek now considers this complaint closed. No further actions required however, the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops action may be taken at that time.